Manufacturer narrative:
The thermogard hq temp mgt console (sn unknown) involved in the reported complaint will not be returned for evaluation because biomed resolved the issue by cleaning and drying the air trap holder. The biomed tested the system, and it functioned as intended. The console was placed back into service for clinical use. Therefore, service was not required to be performed by zoll. A follow-up report will be submitted if the product is returned and the investigation has been completed.

Event description:
During the cooling phase of therapy, it was observed that the thicker portion of the thermogard hq start-up kit (suk) (lot # 175598) tubing (lfl) in the roller pump had split. This tubing had been in use for several hours and had drained a bag of saline, resulting in saline being observed on top of the thermogard hq temp mgt console (sn unknown) and the floor. Despite the issue, therapy continued uninterrupted using an alternate console and suk tubing. No consequences or impact to the patient. The console that was being used when the leak occurred was sent to the biomed department for inspection.